Manufacturer narrative:
The pod was received fully deployed. During fluid path testing, a leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. A leak test was performed where the soft cannula was occluded below the observed tear, ratchet gear rotated, and fluid path was inspected. No other damages or leakages were observed. It could not be determined if the cannula damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone14.7. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 283 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for leaking during wear.